Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer's blood glucose at the time of the incident was 134 mg/dl. Customer reported that the sensor broke during insertion. Customer reported that they did receive a lost sensor alert. Customer declined to troubleshoot. Product is expected to return.

Manufacturer narrative:
Inspected one random opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter, connected the sensor to the transmitter and placed it in, confirmed the communication icon was displayed. The transmitter was flashing while connected to the sensor. Sensor passed per specifications.